Manufacturer narrative:
The insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, broken battery tube threads, cracked case behind the pump near the battery compartment, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
Customer reported via phone call that insulin pump had lip ring has falling off and battery compartment was cracked. Customer's blood glucose value was 92 mg/dl at the time of the incident. The device was returned for analysis.